Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Thick medium was observed inside the balloon body. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of thick medium that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and the balloon could not inflate due to the thick medium which was restricting movement of the inflation liquid into the balloon. The inflation test could not be performed due to device condition.the markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the hypotube shaft was kinked at approximately 270 mm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured after reaching at about nominal size upon inflation. Subsequently, it was confirmed that the pressure was not applied up to the rated burst pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured after reaching at about nominal size upon inflation. Subsequently, it was confirmed that the pressure was not applied up to the rated burst pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.